Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon review, the patient¿s left ventricular lead exhibited loss of capture. Lead dislodgement was suspected and an x-ray was ordered. The x-ray confirmed that the lead had dislodged and that it was pulled back into the superior vena cava. The lead was programmed off. On (B)(6) 2018 the lead was removed and replaced successfully.